Event description:
Customer reported high blood glucose of 456 mg/dl; treated with manual injection. Customer stated that she checked her blood glucose with the meter and when pressing the act button to send the reading to the insulin pump. Customer stated that the device is stuck in the rewind and prime loop. Customer was unable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.